Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery (plcx). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerbands, proximal weld, and shaft were microscopically inspected. Inspection revealed a kink in the shaft 25.5 cm from the tip of the device with shaft damage (perforation) located 2.5cm distal from the port weld/exit notch. An inflation device was attached to the hub of the device, and when pressure was applied, water was found to be streaming out from the shaft damage (perforation). Microscopic inspection found the remainder of the device free of damage. While the balloon didn¿t rupture, the complaint device did leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery (plcx). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation however upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.